Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the ring cover and ring bail were missing, and one side bail cover was broken. Further analysis was performed on the main pcb. This analysis found that a capacitor component caused the device to fail the battery removal test.

Event description:
It was reported that the external pulse generator did not stay powered on for the expected fifteen seconds during its battery replacement. The generator was returned for service. Follow-up determined that there was no reported patient impact and may have had no patient involvement.